Event description:
Medtronic received information regarding a shunt. It was reported the patient was recovering from a brain tumor (medulloblastoma). It was stated the device was externalized as the patient was going through radiotherapy. They were going to internalize it maybe on (B)(6) 2025. This was clarified indicating that the shunt was still in place and that the exit was out of the abdomen to a bag. It was indicated the patient had cerebral mutism and was unable to communicate but sometimes maybe slight head nod to yes/no questions. The patient was also having problems with over or under draining as they were having slit ventricles, then huge ventricles. They have not found a decent drain open schedule. It was indicated that the patient has had multiple post operative problems. 10 weeks after the medulloblastoma was removed, the patient was still minimally responsive. Every CT scan showed enlarged or slit ventricles. The patient now had multiple blood clots in their cerebral vessels.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.